Event description:
Staff member attempted to unplug sapphire epidural pump. Plastic cover on plug came off, exposing wires and electrical board/panel. Maintenance was called and removed the device from the electrical outlet. Device was sitting on counter for over an hour after being removed from the outlet when employee picked up device to put it in the manager's office and was shocked from the exposed wires. Again, the device had been unplugged for over an hour before she touched it. Manufacturer response: hospira advised they have opened a formal incident report. We will consult with the legal department regarding permission to return the affect devices to the company for evaluation.